Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred, a cartridge alarm 5 occurred, and the pump fill estimate was inaccurate. Blood glucose ranged from 140-150 mg/dl. A new cartridge was loaded to address the event and insulin delivery was resumed.